Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejected new batteries and had sudden power down without low battery alert. The blood glucose value of the customer was unknown. The customer also stated that insulin was squirting while priming. The insulin pump will not return for analysis.